Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately torturous and severely calcified atrioventricular branch. A 2.50 x 12 synergy drug-eluting stent was advanced but was unable to cross the lesion. The physician attempted to re-advance the device with a support of a non-bsc guide extension catheter but device still was unable to cross. After the device was removed from the patients' body, it was noticed that the edge of the stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patients' status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.50 x 12mm stent delivery system (sds) was returned for analysis. The stent was returned separate from the sds. The centre of the stent was damaged and squashed. The manufacturing crimp data for this device was reviewed and there were no issues to note. The maximum stent profile measurement was found to be within maximum crimped stent profile measurement. The balloon body was reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were crimp markings evident on the entire length of the balloon wall indicating overall crimp contact between the stent and the balloon at the time of manufacture. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion identified a kink at approximately 70mm distal from the port bond. The bi-component bond showed no signs of damage or strain. The tip was visually examined and slight damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately torturous and severely calcified atrioventricular branch. A 2.50 x 12 synergy drug-eluting stent was advanced but was unable to cross the lesion. The physician attempted to re-advance the device with a support of a non-bsc guide extension catheter but device still was unable to cross. After the device was removed from the patient's body, it was noticed that the edge of the stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patients' status was stable.